Event description:
Medtronic received info that this oxygenator exhibited a leak from the top of the device. It was not specified when during the procedure, the leak was observed, and it is not known if the observation required the product to be changed out. There were no reported adverse pt effects.

Manufacturer narrative:
Analysis: to date, this product has not been returned for analysis. Return of the product is anticipated. Without product return, analysis at this time is limited to review of the device history record, which shows that this product met manufacturing specifications when released for distribution. Conclusion: exact cause of the event cannot be determined at this time, as the product has not been returned for analysis. There have been no reported adverse pt effects.